Event description:
Reporter alleged discrepant results between the blood glucose monitoring device and a valid lab comparison. Reporter stated the device result was 197 mg/dl and the lab measured 106 mg/dl performed within 5 minutes of each other while in a fasting state. Reporter indicated no treatment was received as a result of the testing and controls were run and they were found to be within an acceptable range. However reporter does no recall the values. A request was made for the return of the suspect device and replacement product was sent.